Event description:
It was reported that the small battery drive device did not function. During in-house engineering evaluation, it was determined that the triggers on the device bearing was corroded, the motor was worn, had intermittent operation and had low power. The device also failed pretest for power with power test bench. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device bearing was corroded, the motor was worn, had intermittent operation and had low power. The device also failed pretest for power with power test bench. The assignable root cause was determined to improper maintenance. UDI: (B)(4).